Manufacturer narrative:
The sodium electrode lot number was fnh54 with an expiration date of 10-nov-2026. The field service engineer found that the system was not vacuuming properly due to a vacuum nozzle failure. He replaced the vacuum nozzle and preventively replaced the sipper nozzle and dilution cup. He performed successful ise checks, calibration, qc, and precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The samples were repeated on a cobas pure c303 analyzer. The customer was prompted to repeat the samples due to delta flags on the initial results. Sample 1 initial result was 150.5 meq/l, and the repeat result was 142 meq/l. Sample 2 initial result was 163.9 meq/l, and the repeat result was 138 meq/l. The repeat results were believed to be correct.